Event description:
It was initially reported that the patient had a generator and lead replacement. The lead was replaced due to high impedance. The generator was replaced first and the high impedance remained with the new generator. The surgeon then replaced the lead and diagnostics were within normal limits. No further information was provided. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution. Attempts for additional information and product return have been unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.